Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the device was dull and would not cut tissue smoothly. Another device was used to complete the case. Operative time was extended by more than 30 minutes since it took time to cut tissue. No additional patient information available.